Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient reported the check button does not function. Patient stated she is unable to take the quick-info. Patient reported she changed the battery and now the e8 (power interrupt) is displayed on the infusion device. Patient stated she is unable to confirm the error message. Patient reported she experienced no health concerns. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.